Event description:
Emergency personnel were attending to a pt in third degree heart block. External pacing was attempted and allegedly the pacing current could not be increased. There were no alarms or tones noted. A back up device was obtained and used to pace the pt during transport. There were no adverse effects to the pt reported as result of the alleged malfunction.